Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change; no device notifications were present, and the issue was resolved after removing all supplies, performing a successful dry run, and completing a supply change with new supplies, after which delivery resumed. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included guided troubleshooting over the phone and functional verification via a dry run followed by successful delivery with replacement supplies. Investigation of this case revealed that the device functioned as expected after replacing the cartridge, connector, and infusion set, indicating a supply-related issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-facing handling or supply anomaly addressed by replacing the supplies.